Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the device snapped in half. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.